Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2004 and mesh was implanted concurrently with abdominoplasty due to redundant abdominal tissue and diastasis recti.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced pain, urinary problems, recurrence, dyspareunia, vaginal scarring, erosion, infection, bowel problems, bleeding, and neuromuscular problems. (B)(4) ¿ urinary/bowel problems; undefined recurrence.

Manufacturer narrative:
Date sent to the FDA: 04/05/2016.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced. Dyspareunia, urinary urgency, frequency, vaginal atrophy, enterocele, nocturia and pruritus.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and mesh was implanted concurrently with cystoscopy. No additional information was provided.